Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was bleeding after sealing with the ligasure lf5637 retractable l hook device, but blood transfusion was not necessary and there was no medical/surgical intervention or reoperation done to patient to stop the bleeding. The device was used during the dissection of the stomach pouch. There was an inadequate or partial sealing despite evidence of energy delivery and end tones being heard. There was no re-grasp alarm. The device was plugged into an ft10 generator, and another ligasure device was used successfully with the same generator. The tissue being sealed was of normal thickness and type, specifically fat, and the jaws were cleaned a normal amount during the procedure. Approximately 3-4 good seals occurred before the issue.